Event description:
It was reported that a pt ha disconnected her foley catheter tubing from the drain bag tubing and her ng tubing from suction device, then had re-connected them incorrectly. Visible urine was going into pt's stomach. The pt's ng tube was reconnected to suction; visible urine was suctioned out of the stomach. The pt's foley catheter was reattached to drainage bag with >300ml of urine still in bladder. The pt was oriented, but displaying inappropriate behavior. The pt's vital signs were stable, labs were within limits. The pt's physician was notified and a safety sitter was ordered. The pt states she thought that she reconnected her tubing correctly because they matched. No apparent injury to the pt was noted.